Event description:
Surveillance of the literature revealed four case reports of endophthalmitis associated with the use of baerveldt glaucoma implants. This report contains info relevant to the second case. Pt with a history of primary congential glaucoma developed endophthalmitis in their left eye 6 mths after the insertion of a baerveldt glaucoma implant. Pt presented with redness and discharge 6 months postoperatively. Pt was unable to fixate and follow with the left eye, but did respond to light. Further examination revealed that the baerveldt tube had eroded through the peripheral cornea. Injection of the conjunctiva revealed purulent discharge and ultrasonography showed multiple vitreous opacities. Diagnostic paracenteses of the anterior chamber and vitreous were performed. The baerveldt tube was removed from the anterior chamber and place subconjunctivally. Vancomycin, ceftazidime, and dexamethasone were injected intravitreally and subconjunctivally. The pt was treated postoperatively with intravenous cefotaxime and vancomycin, fortified topical vancomycin and ceftazidime, and topical prednisolone acetate. Cultures of the anterior chamber and vitreous aspirates grew haemophilus influenzae. Follow-up examination 1 year later showed a phthisical left eye. The authors conclude that ednophthalmitis is an uncommon complication of glaucoma drainage implants and exposure of the tube seems to represent a major risk factor for late infection. A pharmacia physician considered the case to be serious based upon the sight threatening event and medical intervention.